Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 94, 177, 155 and 141 mg/dl and the sensor glucose was 68, 65 and 48 mg/dl at the time of the incident. Insulin delivery was suspended due to sensor glucose values. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will not be returned for analysis.

Manufacturer narrative:
Inspected one random opened and used partial sensor and performed continuity test, and sensor passed per specification. Performed bicarbonate buffer test. Sensor passed per specifications with accurate readings. Unable to confirm needle complaint due to customer did not return insertion needle only sensor. The information provided that the date of event with the initial report was incorrect. The correct information has been included with this report.

Event description:
Incident date has been changed to (B)(6) 2018.